Event description:
It was reported that the patient's ipg became inoperable. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event for increased recharge burden was not confirmed. The ipg was functionally tested and passed all testing. The battery capacity exceeded the expected calculated stimulation time. The ipg charged normally with lab equipment.